Event description:
It is reported that a customer had issues with the keypad on their insulin pump. The patient's blood glucose level was 54 mg/dl at the time of the call. The customer stated that they treated their low blood glucose with food. The buttons were not responding according to the customer. The customer was assisted with the issue and was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
The insulin pump had no act button response due to a flattened button dome switch. No sticky button or button error alarm was noted during testing. The functional testing could not be completed due to the unresponsive buttons. The insulin pump was received without the original belt clip and no damage was noted on the belt clip slot. No operating currents, off no power alarm or display anomaly could be verified due to the unresponsive button. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corners and a cracked reservoir tube lip.